Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed successfully with a 20mm watchman flx left atrial closure device implanted. All of the release criteria were met. During the six week follow up appointment, it was noticed that the closure device embolized to the descending aorta. The patient did not experience any symptoms. The closure device was removed with a non-bsc grasping forceps and 18f sheath. The patient is currently stable and out of the hospital.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman flx implant (20mm). The watchman flx delivery system was not returned for analysis. There was blood on the implant when received. The implant was damaged and deformed. The implant had damaged/bent anchors with 3 of the anchors wrapped under the struts of the device. The other 7 anchors were not damaged and were unobstructed. Inspection of the remainder of the implant, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed successfully with a 20mm watchman flx left atrial closure device implanted. All of the release criteria were met. During the six week follow up appointment, it was noticed that the closure device embolized to the descending aorta. The patient did not experience any symptoms. The closure device was removed with a non-bsc grasping forceps and 18f sheath. The patient is currently stable and out of the hospital.